Event description:
The consumer reported feeling extremely sick while using the humidifier. She stated she has had the unit for many yrs and while she was using the unit she became nauseous and felt weakness in her legs. The unit in question has been requested back for eval.